Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to a hemorrhagic stroke. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. There were no alarms reported for this event. It was reported that the patient expired due to a hemorrhagic stroke. No additional information was provided. Despite multiple requests, the product was not returned. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.